Manufacturer narrative:
Maquet was informed that the customer remounted and sealed the bumper to the ceiling suspension using a silicon adhesive. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The power led series operating manual includes a verification of the bumpers during yearly maintenance. Exemption # (B)(4).

Event description:
Maquet field service technician was informed by the facility biomed that the gray rubber cover on the bottom of the ceiling suspension fell. No injuries were reported to maquet. (B)(4).